Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, pt reported she accidently spilled a small amount of insulin inside of the cartridge compartment. Pt stated she was able to dry out the area and continued using the infusion device. Pt reported the volume of insulin spilled was not enough to pour out. Pt stated the insulin came out of the top of the insulin cartridge while she was inserting it. Advised pt to attach the infusion adapter and the infusion tubing on the infusion cartridge prior to inserting it into the cartridge compartment. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.